Event description:
We have received a report of one implant osseofailure for the above patient. This implant was reported as a nobel biocare part. However, upon receipt of the implant and further evaluation, it was determined that the implant was not manufactured by nobel biocare. Nobel biocare was unable to determine the manufacturer of this implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)